Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and high impedance. The patient's physician scheduled a lead replacement surgery. During the surgery, a new right ventricular (rv) lead was attempted but not used. It was noted that the new rv lead caused phrenic nerve stimulation in the apical and right ventricular outflow locations. The physician decided to test the old rv lead using an analyzer. The numbers were within range. The physician noted that an xray showed the old rv lead was not seated properly in the implantable pulse generator (ipg) header. The new rv lead was explanted and the old rv lead was placed in the header. The lead was tested using a programmer and numbers were within range. The lead is still in use and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.